Event description:
During a total thyroid procedure the harmonic focus shears stopped cutting. Rep called and recommendation given to clean it well and retry and if still not working get another one. Still did not work, new equipment obtained, and procedure completed without injury to patient.